Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine. The indication for use was non-malignant pain. The patient¿s pump had been moving since implant, and ¿it was sore and laying against her hip bone.¿ the patient had been sore on and off because it moved so much, but on (B)(6) 2016, the patient experienced a steady pain. The patient reported more pain on her left side. This was a sudden change in symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.